Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose level of 550 mg/dl. The customer administrated a manual correction injection to address bg. During troubleshooting with technical support, the pump was reset, and insulin delivery was resumed successfully.